Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the patient had a one day hospital stay due to initial signs of local pocket infection four months post device implant. It was further reported that nine months post implant the patient was hospitalized due to worsening of the local infection. The device was removed and replaced. No further patient complications have been reported as a result of this event.